Event description:
The customer reported that he was hospitalized with blood glucose levels greater than 600 mg/dl. The customer stated that the cannula was bent when he removed the infusion set. The customer stated that he was urinating frequently. The customer felt that his basal rates needed to be adjusted. At the time of the call, the customer was changing his infusion set. Advised the customer to contact his hcp for basal rate changes, and call us back for assistance if needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge